Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colon cancer procedure, the surgeon was able to fire the clip completely, however clip didn't clamp any tissue, and the inner and outer parts were separated. A new loading unit were used to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were available for evaluation. The first photo showed the foil packaging displaying the lot number, and the plastic packaging with a fully applied cartridge and the fully applied malformed clip with a track not aligned and off to the side. The second photo showed a close-up of the malformed clip with the track off to the side of the clip body. It was reported that the clips did not close completely and were malformed, and the outer clip separated from the inner clip. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur if a side force or twist was applied to the clip track during application causing the clip track to not stay aligned. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: place the jaws of the cartridge around the tissue to be ligated until they can be seen beyond the tissue. Rotation of the instrument shaft will facilitate placement of the clip cartridge. Ensure that the tissue to be ligated is located completely within the confines of the clip prior to closer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d9, g3, h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the track was disengaged in the cartridge. Functionally, the clip track was reset in the cartridge and remained in position. It was reported that the clips did not close completely and were malformed, and the outer clip separated from the inner clip. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. Clip with track twist may occur if a side force or twist is applied to the clip track during application causing the clip track to not stay aligned. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: place the jaws of the cartridge around the tissue to be ligated until they can be seen beyond the tissue. Rotation of the instrument shaft will facilitate placement of the clip cartridge. Ensure that the tissue to be ligated is located completely within the confines of the clip prior to closer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.